Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 600 mg/dl due to an unknown cause. Bg level was addressed by performing a supply change and delivering a correction bolus via the pump. Recommendation was made to consult with their health care provider to discuss diabetes management.